Manufacturer narrative:
Internal report reference number: (B)(4). Meter was returned for evaluation, no defect was detected. Expired test strips were returned for evaluation - unable to test. Most likely underlying root cause: mlc-018: user has high glucose value note: manufacturer contacted customer in a follow-up call on 22-jan-2021 to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated is satisfied with the results.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with all meter memory test results over 400 mg/dl. During the meter memory review, a result of hi was observed. Customer did not express any concern with the hi. The customer¿s expected am fasting blood glucose test result range is 289-300 mg/dl and pre-lunch and dinner fasting expected blood glucose test result range is 220-320 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. Customer's test strips are expired, manufacturer¿s expiration date is 11/27/2020. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: (B)(4).